Event description:
It was reported that the patient presented for lead revision procedure due to noise observed on the right ventricular lead. The lead was extracted and replaced. During extraction of the lead, insulation abrasion was noted. The patient was discharged.

Manufacturer narrative:
A partial lead was returned in two pieces, the connector portion measuring 23.8 cm and the distal portion measuring 31.6 cm. Final analysis found external insulation abrasion breaching re and rv cables lumens at 20.5 to 22.5 cm from the connector pin; consistent with lead friction to another implantable device. The etfe coating was abraded at this location. This most likely contributed to the complaint reported from the field. Other damages found were consistent with those occurring at time of explant.